Manufacturer narrative:
(B)(4). Batch # l52u2a. Additional information: what confirmation was received that the device was fully fired? Device is not fully fired as he has difficulty firing it. Plastic washer was not cut through. Was the cut line fully circumferential around the target tissue? Didn¿t cut through. Were all tissue layers present in both donuts when inspected? No. Were there any staples missing from the staple line? No. How much blood was lost (ml)? Not sure. Did the patient require a blood transfusion? If yes, how many units were given? Not sure. Unlikely. Patient discharged. Did the post-operative care change based on the bleeding? Not mentioned. What is the current status of the patient? Patient discharged. What was the users experience with the device? Intermediate. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hemorrhoid procedure, difficulty firing on thick prolapse fourth degree. When fired, no crunch sound and incomplete stapler formation. Bleeding massively, which the surgeon sutured it to stop the bleeding. Unformed staples were found on the patient's submucosa. There was a delay of twenty minutes.